Event description:
I had the essure implanted (B)(6) 15 during implantation, one coil failed to release so the doctor opened a new kit and used another. Since that time I have been having heavy bleeding and or spotting all the time and pain in my abdomen. I had my hsg test done yesterday and found out that I have two essure coils in my left tube. I also only have one sticker with the lot number instead of two since two kits where used.